Event description:
Cs29 dlu was fired and upon removal of device, the anastomosis was incomplete and was not completely stapled. The area had to be resected and a new anastomosis was manuyally performed to complete the case.